Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation the reported symptom of mismatched serial numbers was confirmed through the event history log review by the internal serial number of the device being listed as (B)(4) in the log rather than (B)(4). Evaluation observed that the serial number on the serial label (B)(4) does not match the internal serial number (B)(4). Additionally, during evaluation it was identified that the processor printed circuit board (pcb) installed in device sn (B)(4) did not match the serial number initially installed. Review of the device history record (DHR) for sn (B)(4) verified the lot number on the processor pcb to be from device sn (B)(4). This is an indication that the processor pcb was swapped by the customer and installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The device could not be repaired and has been removed from service.

Event description:
It was initially reported that a spectrum pump had mismatched serial numbers. It was also reported there was no patient involvement. During baxter's evaluation of a spectrum pump however, evidence of unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.